Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a missed bolus error. Assisted to clean the error and turn off this feature per customer's request. The caller also mentioned that the customer is in the hospital for back surgery not for her diabetes. The caller stated that the customer's high blood glucose was high as a result of the alarm, and the insulin pump stopped delivering, but it has been correct in the hospital. No further information was provided.